Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was receiving gablofen 2000 mcg/ml (dose 1600 mcg/day) and was "ongoing." The patient had an allergy to vancomycin. Medical history included status post motor vehicle accident with t9 spinal cord injury paraplegia and severe lower extremity spasticity. The pump was placed in 2013. The patient never had good relief of spasm. The patient first started experiencing less than optimal effectiveness of the baclofen in 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received form a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen 2,000mcg/ml, 1,600mcg/day, for intractable spasticity. The patient presented with less than optimal effectiveness/no efficacy despite escalating doses of baclofen. The physician attempted a catheter dye study but it was not possible to aspirate the catheter. Surgical revision of the catheter was planned (not yet scheduled). The patient's status at this time was alive-no injury. The issue was not yet resolved. Medical history includes spinal cord injury. Follow-up is being conducted to obtain all information that is relevant to the event.